Manufacturer narrative:
(B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "1198" to "1211". The device was returned to the factory for evaluation on 08/15/2023. An investigation was conducted on 08/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The c-ring was observed to be intact with no visual defects. The blade and bipolar electrodes were observed to be intact with no visual defects. A mechanical evaluation was conducted. The toggle extended and retracted the blade. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597 rev. G). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the results of the evaluation, the reported "failure to deliver energy" was not confirmed. The lot # 3000299862 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro did not coagulate. They did change the cable but no result. They opened another set to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Tw#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro did not coagulate. The blades did not work. The erbe generator was set at 25. They did change the cable but no result. They opened another set to complete the procedure. There was no harm to the patient.